Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported a skin irritation causing red, raw and sore areas had occurred while the patient was wearing the pod between 36 and 48 hours on their abdomen. Additionally, the reporter mentioned the infusion site having a lump. The pod was reportedly leaking from the infusion site as well. The reporter noted the patient¿s blood glucose levels were ¿high¿ and increasing so the patient went to the ER in march. The length of the visit was 2 hours, and the patient was prescribed an unknown antibiotic cream and unknown antibiotics. The pod was removed and a new one was successfully applied. No specific bgs were mentioned.